Event description:
It was reported that the pump could not be reset and remained unresponsive. Customer¿s blood glucose level was 220 mg/dl. The customer reverted to an alternate method of insulin therapy.